Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. Programming changes were made.

Manufacturer narrative:
(B)(4).